Event description:
No new information.

Manufacturer narrative:
An event regarding arthrofibrosis involving an unknown triathlon insert was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records with a clinical consultant indicated:'I have reviewed the documentation provided including the product inquiry cover sheets undated pre and post op knee x-rays and extensive medical records including an operative record and multiple progress notes from orthopedics and plastic surgery dating from (B)(6) 2024 to (B)(6) 2025. Event description: as reported: "revision of left total knee arthroplasty due to arthrofibrosis and avascular necrosis of patella with fragmented patellar fragments." Per operative report: revision of left total knee arthroplasty with complete synovectomy, excision of arthrofibrosis and scar tissue, excision of posterior capsule, excision of heterotopic bone and callus at the distal femur with insertion of 11mm triathlon hinged polyethylene insert for a size 1. Triathlon revision tibial base plate, 0 degree mrh bumper. All available information has been provided by the study site. To summarize: 72-year-old woman who developed a chronically infected tka requiring multiple revision surgeries including I and d with liner exchanges, two 2 stage revisions with implant explantation and subsequent reimplantation with a distal femoral replacing hinged tka. Organisms involved were mrsa and e.coli. These procedures were further complicated by dehiscence of the medial arthrotomy requiring surgical repair and anterior skin necrosis requiring a medial gastrocnemius rotational flap via plastic surgery. Despite chronic suppressive oral antibiotics late in 2025 the patient developed a thigh abscess caused by e.coli necessitating further IV antibiotics. She had multiple instances of increasing drainage redness and calor also necessitating IV antibiotics. At the time of the last progress note above the knee amputation was being given consideration. The information provided documents a patient who developed a chronically infected tka requiring multiple revision surgeries including I and d with liner exchanges, two 2 stage revisions with implant explantation and subsequent reimplantation with a distal femoral replacing hinged tka as well as multiple debridements as well as a gastrocnemius flap. The cause for this chronic infection and subsequent complications and surgeries cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation.' -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of medical records with a clinical consultant indicated: ' to summarize: 72-year-old woman who developed a chronically infected tka requiring multiple revision surgeries including I and d with liner exchanges, two 2 stage revisions with implant explantation and subsequent reimplantation with a distal femoral replacing hinged tka. Organisms involved were mrsa and e.coli. These procedures were further complicated by dehiscence of the medial arthrotomy requiring surgical repair and anterior skin necrosis requiring a medial gastrocnemius rotational flap via plastic surgery. Despite chronic suppressive oral antibiotics late in 2025 the patient developed a thigh abscess caused by e.coli necessitating further IV antibiotics. She had multiple instances of increasing drainage redness and calor also necessitating IV antibiotics. At the time of the last progress note above the knee amputation was being given consideration. The information provided documents a patient who developed a chronically infected tka requiring multiple revision surgeries including I and d with liner exchanges, two 2 stage revisions with implant explantation and subsequent reimplantation with a distal femoral replacing hinged tka as well as multiple debridements as well as a gastrocnemius flap. The cause for this chronic infection and subsequent complications and surgeries cannot be determined from the limited documentation provided.' No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "revision of left total knee arthroplasty due to arthrofibrosis and avascular necrosis of patella with fragmented patellar fragments." Per operative report: revision of left total knee arthroplasty with complete synovectomy, excision of arthrofibrosis and scar tissue, excision of posterior capsule, excision of heterotopic bone and callus at the distal femur with insertion of 11 mm triathlon hinged polyethylene insert for a size 1. Triathlon revision tibial base "plate", 0 degree mrh bumper. All available information has been provided by the study site.